Manufacturer narrative:
Per the clinic, the patient was prescribed topical antibiotics (date not reported) to treat infection at the site. The implanted device remains.

Manufacturer narrative:
This report is filed, february 18, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site. Subsequently the abutment was removed on (B)(6) 2015. The implanted device remains.